Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 20 seconds and a monitoring voltage of 2.65 volts. One week later the device was explanted for normal battery depletion. This device is included in the mid-life display of replacement indicator advisory.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.